Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the pt arrived at the emergency room and device was at eos upon interrogation. The patient expired on (B)(6) 2025. Should additional information be received this file will be updated.